Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A review of the device history records could not be completed as not lot number was provided. Manufacturing eval revealed the screw/body assembly was returned, and showed marks on both the screw threads and the outside diameter of the body inconsistent with manufacturing. The stardrive in the head of the screw also showed marks not consistent with manufacturing. Due to the part returned in the assembled state, some features could not be measured. The features that were measured passed. Based on the condition of the returned device, and the evaluation, the complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
It was reported that during a posterior lumbar fusion at level l4-l5, the matrix threaded persuader broke. The surgeon retrieved all pieces of the persuader, but found it stuck to the matrix screw head. The surgeon removed the screw, screw head, and persuader, inserted another screw and head, and completed the procedure. The procedure was delayed 10 minutes. This is report 2 of 3 for this event.